Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that during the aquablation procedure, upon pressing the aquabeam foot pedal for treatment, the aquabeam robotic system generated an "e22 - motorpack error" twice. The treating surgeon did not want to use the second aquabeam handpiece. As a result, the aquablation procedure was aborted and converted to transurethral resection of the prostate (turp) surgery. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
The aquabeam handpiece was returned for investigation. No visual defects or anomalies were observed with the handpiece. Functional testing of the returned device could not confirm the reported issue. The handpiece was deconstructed and viewed under magnification, revealing signs of fluid ingress on the encoder wheel. It is unknown how the fluid entered the handpiece. The root cause is undeterminable as the reported failure mode could not be reproduced upon receipt, however, it is likely due to the fluid ingress on the encoder wheel that caused the e22. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam handpiece / lot number 23c05513 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during the manufacturing process that could potentially be related to the reported event. The affected units within the lot were reworked to address the nonconformance. Upon re-inspection, the lot met all required specifications and was then deemed acceptable to be released for distribution per device specifications. The current user manual sj-um0101-00 rev. B, um, aquabeam robotic system user manual, us, baytech was reviewed. Table 5: system detected errors and faults. E22 - motorpack error. Release foot pedal and click x. 1) if error persists, reconnect handpiece to motorpack. 2) if error continues, replace handpiece. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.